Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-05646 and 2134265-2017-05771. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During procedure, the ilab system showed an error message ¿pullback not available¿ and it was not possible to switch to live mode before deleting all runs after pullback. When automatic pullback was initiated, the system failed. No patient involvement was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the imaging catheter used was an opticross imaging catheter. It was previously reported the issue occurred during a procedure; however, there was no patient involved. The reported issue occurred during a customer training using demonstration units.